Event description:
During the secondary catheter length and integrity checks for a barchytherapy high dose rate afterloader treatment procedure for a radiation prostate implant treatment, the varian gammamed plus ix hdr unit detected an error in catheter length for needle #8 of 18 prior to the start of delivery of the radiation treatment. Upon investigation of this error, it was determined that the hub that connects the hub of the needle to the varian source transfer tubes had detached from the needle, thus preventing treat through needle 8. After consultation with the physician, it was decided to cancel the hdr prostate treatment due to concerns of the integrity of needles 9 through 18. No radiation was delivered to the patient, as the described issue occurred prior to the actual treatment. The information of the needles: manufacturer - liberty medical, inc; product: flexi-needle (15 ga, 25 cm w/stainless steel hub, stainless steel obturator ref: 7016, lot: 22022.